Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument at 13:14pm on (B)(4) 2015 for 10 seconds, which is insufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset at 13:19pm on (B)(4) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cassettes processed and the number of cycles and days to zero. This reagent was then used for the final dehydration step in the two (2) protocols, from which sub-optimal tissue processing was reported. However, the actual concentration of the reagent in bottle 8 remained unchanged at 70.9% because as the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris 11 user manual, which occurred prior to commencement of the affected protocols.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approx 180 blocks, which were derived from both a 12 hour protocol run in retort a comprising "general tissue" anda 2 hour protocol run in retort b hour protocol comprising biopsy samples. The complainant described the affected tissue samples as "soft and mushy"; and advised that the samples, which were not able to be sectioned, were to be re-processed on another instrument located within the laboratory. On (B)(6) 2015, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.